Event description:
Profound permanent neurological damage [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Copper deficiency [copper deficiency]. Case description: an attorney reported that their female client, now (B)(6), used fixodent denture adhesive, form/version unk 1 applic, unspecified frequency beginning 2003 through 2009 and reported the following: profound and permanent neurological damage [nervous system disorder]. Severe and permanent physical injuries, zinc toxicity, copper deficiency, severe and permanent physical injuries which have left her unable to perform her normal, customary, and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.